Event description:
It was reported that there was an abrupt change in the right ventricular (rv) pace impedance of the implantable cardioverter defibrillator (ICD) system. The measurements varied from approximately 800 ohms to 2000 ohms during the past 7 days. Increases to greater than 3,000 ohms were also observed in the previous month. The presenting electrogram showed an artifact-free rv channel with appropriate sensing. Technical services recommended further review of the situation in clinic. The ICD and rv lead remain in service. Additional information received indicated that the ICD alerted recently due to another rv pace impedance measurement greater than 3,000 ohms on december 29, 2024. It was stated that it was not possible to elicit any rv lead noise during previous in-clinic assessments and it was suggested to perform a new assessment with provocative maneuvers. No adverse patient effects were reported.

Event description:
It was reported that there was an abrupt change in the right ventricular (rv) pace impedance of the implantable cardioverter defibrillator (ICD) system. The measurements varied from approximately 800 ohms to 2000 ohms during the past 7 days. Increases to greater than 3,000 ohms were also observed in the previous month. The presenting electrogram showed an artifact-free rv channel with appropriate sensing. Technical services recommended further review of the situation on clinic. The ICD and rv lead remain in service. No adverse patient effects were reported.